Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported that the device is off/disabled and no longer providing therapy. There were no falls or trauma related to the issue, and no allegations or dissatisfaction with the implantable neurostimulator (ins) longevity. It was stated that the patient had a sudden return of symptoms as a result and saw end of service (eos) on the patient programmer (pp) on the day prior to date notified. The patient is "being a zombie" and they didn't realize how well it worked until it stopped working. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.